Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), alopecia ("hair loss"), tooth disorder ("dental problems") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, metrorrhagia, iron deficiency anaemia, alopecia, tooth disorder, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, iron deficiency anaemia, metrorrhagia, migraine, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: she received treatment for pain, bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: abdominal pain, dyspareunia, dysmenorrhea, apareunia, general abnormal bleeding, metrorhagia, anemia, hair loss, dental problems, migraines, weight gain. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("chronic pain"). The patient was treated with surgery (remove the essure implant). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain and pain outcome was unknown. The reporter considered pain and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.